Event description:
Patient reported obtaining back-to-back blood glucose results of 500 mg/dl and 40 mg/dl, while using the suspect device. Patient could not recall if she had taken insulin based on these values. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.